Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a partial electrode insertion at initial implant surgery. An x-ray confirmed extracochlear electrodes. The recipient underwent repositioning surgery on (B)(6) 2024.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.